Event description:
It was reported that the customer's usb charger cable was damaged and could not be used to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. There was no adverse effect to customer's blood glucose level.

Manufacturer narrative:
Device not returned.